Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The tip is damaged. Microscopic examination revealed that the balloon has a pinhole 6cm from the proximal markerband. There are numerous shaft kinks. There is no indication the device was inflated over the rated burst pressure. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. A 3.0mm x 220mm x 150cm coyote¿ balloon catheter was advanced for dilation. However, on initial inflation at 8 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.